Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The electrode was received with the needle tip broken off, but olympus did not receive the broken piece. The insulation that covers the cutting loop (needle) was also observed to be damaged with signs of thermal damage. Olympus did not receive the other accessories with which this device would have been used, such as the working element, inner and outer sheaths or high frequency power cord for investigation. The product was forwarded to the original equipment manufacturer (OEM) for further information. The OEM evaluated the device and determined that the overloading of the electrode tip wire by force by repeated load will result in a torsion breakage at locations different from the reported incident. Additionally, performance testing of a similar device by the OEM demonstrated that the durability of the electrode exceeds requirements for a single patient use electrode. The product reference in this report showed signs of extensive use and considering the age of the device at the time of the reported event (3.5 years from the date of manufacturing) if further indicates that the device was re-used contrary to device labeling. The device instruction manual clearly states that the device is intended for single use only.

Event description:
A facility outside the united states reported that the tip of the electrode knife broke off intra-operatively. The facility also reported that the surgeon was able to retrieve the separated section from the patient and there was no known consequence for the patient, and user. The distributor further reports that the other devices and accessories that were used with or involved with the incident include two other oes pro urology telescopes, various sheaths and obturators, working element and working inserts and bridges.